Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 5.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the revision surgery was due to recurring incontinence and atrophy of the urethra. The suspected cause was due to product age and thinning of the urethra muscle.